Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a double lumen PICC was placed in a patient on (B)(6). The line appeared to have developed a leak from somewhere externally. (Unsure if this was saline, medication or blood.) The line had to be removed from the patient's arm and a new line was successfully placed. Added inherent risks of potential infection introduction due to having to place a second line. Potential delay to cancer treatment.